Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation and pericardial effusion. It was also reported that the following issues were noted on the right atrial (ra) lead: low/falling impedance, polarity switch, high thresholds, undersensing during atrial fibrillation (af) episodes and an atrial lead position check failure. It was also reported that the implantable pulse generator (ipg) delivered in appropriate pacing therapy. Pericardiocentesis was performed, the ra lead was inactivated and the ipg was reprogrammed. No further patient complications have been reported as a result of this event.